Manufacturer narrative:
The outputs were increased and this rv lead remains implanted in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, this right ventricular (rv) lead presented with an increase in pacing thresholds. No adverse patient effects were reported. The physician suspects that the change in measurement could be due to a microdislodgment.